Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, vessel dissection occurred. In (B)(6) 2013, clinical status assessment identified the patient¿s qualifying condition was stable angina (ccs classification 2) and the patient was referred for elective cardiac catheterization. The target lesion was located in the mid right coronary artery (mid rca) with 75% stenosis and was 10mm long with a reference vessel diameter of 3.50mm. The target lesion was treated with pre-dilation and placement of a 3.50x12mm synergy stent, with 5% residual stenosis following post-dilation. The site reported during the procedure, dissection occured due to the 6f runway guide catheter in the calcified ostium lesion. The dissection was treated with placement of a 4.00x28mm synergy stent. However, baseline index angiographic result commented: "long spiral dissection in proximal to mid rca during placement of 1st stent. Second bailout stent deployed to treat long spiral dissection. Small residual dissection in the gap between two stents. Gap estimated length ~12mm." The patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).